Manufacturer narrative:
(B)(4). Batch # unk. The analysis found that one plee60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. In addition, the shrouds, bulkhead and the area where the batch is located were returned damaged. It is known from the history of the device that the found condition of the anvil may lead to the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr60g cartridge reload was received loaded on the device. The cartridge reload was received partially fired 2/3. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the anvil. As a lot/batch was not provided, a device history could not be performed.

Manufacturer narrative:
(B)(4). Batch # n93816. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the devices were being used on the pancreas, which was very thick and calcified. When the issue occurred with the first plee60a, the manual override lever did not actually break off, but the surgeon thought that the mechanism inside broke because the lever did not work to open the jaws and the battery pack fell off of the device. The jaws were able to be pried open enough to remove the tissue from the patient side, but the specimen side had to be cut off with a scalpel. When the second plee60a was used, the knife started to advance, but the tissue was not cut and no staples deployed. An ec60 was opened and clamped on the pancreas, but due to the thickness and calcification of the tissue, it required excessive force to pull the firing trigger. The device sounded like it broke and did not cut or staple the tissue; there was no visible evidence that any part of the device actually broke. As far as the sales rep knows at this time, the patient is fine and no consequences were reported.

Event description:
It was reported that during a distal pancreatectomy and splenectomy procedure, the first plee60a cut about halfway and stopped. The reverse button did not work. The manual over-ride was used and broke knocking the battery off of the device. A kelly clamp was used to open the jaws. No staples were formed correctly; they were all goal posts. A scalpel was used to remove the device and an unknown silk suture was used to close the incision. A second plee60a was used, but misfired cutting about 20 percent of the way and no staples were deployed. The reverse button worked to remove the device. An ec60 was then used, however it did not fire at all. The margin of the specimen was compromised due to the multiple cuts. The procedure was extended an unknown length of time and it was unknown at the time whether there was a change to post-operative care. There were no patient consequences reported.